Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis with a high blood glucose reading of 798 mg/dl. The customer stated that he began experiencing high blood glucose levels two days prior to the hospitalization. The customer stated that he bolused several times, but the blood glucose levels remained high. Troubleshooting was performed and the insulin pump was programmed correctly. The customer did not see insulin exiting during the prime test. The customer did not have the tubing clamp for the high pressure test. Advised the customer that the troubleshooting was not completed and sent him a tubing clamp.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.